Event description:
It was reported the fabric foundation of the unit was burned. Inspection of the unit revealed significant damage to the fabric foundation and cover of the heating unit caused by excessive levels of heat, however, there was no evidence of an actual burn. The condition of the unit suggested that the unit had been folded during use, compressing and breaking the component. We concluded that this report was attributable to misuse on the part of the consumer.